Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was not possible as lot number was no provided. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
Following a neuroradiological procedure, a 7f celt was placed in the left common femoral artery. Haemostasis was achieved after the procedure but within 20 minutes the patient presented with ischaemic symptoms in the left leg. Doctor on call explored the left groin of the patient and a dissection of the femoral artery was discovered. The celt acd was deployed correctly at the puncture site and it was the arterial dissection itself which was causing the ischemic symptoms. Doctor placed a stent across the dissected area and closed the common femoral artery arteriotomy with a bovine patch.